Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Surgical intervention was not performed as this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this supplemental report is being filed as the health care professional (hcp) had difficulties interrogating this implantable cardioverter defibrillator (ICD). Technical services (ts) suspect it could be due to battery status. A local rep was requested to check the device. At this time, the interrogation was not able to be performed and the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.